Event description:
Per the physician performing the egd procedure: incomplete exam due to the poor retroflexion of the gastroscope. The olympus scope is supposed to have a 210 degree of retroflexion but these scopes they are supplying do not have that range and it is impacting patient care. Manufacturer response for gastroscope, (brand not provided) (per site reporter). These scopes were designed and sold as having a 210 degree of retroflexion. Now olympus believes 160 degrees is adequate and will not fix them. The providers disagree and we are not getting satisfaction from olympus.